Event description:
The pt was admitted to the hospital for exploration of bilateral breast with removal of bilateral breast implants, capsulotomy and replacement with saline implants secondary to deflation of the right breast implant. The MFR of the breast implants is unknown as well as the date that these implants were placed.